Manufacturer narrative:
(B)(4).

Event description:
Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a stimulator replaced due to "water in the device" and "something else going on." If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Water in device.